Event description:
Same case as MDR ID: 2134265-2013-07154. It was reported that guide wire tip detachment, withdrawal difficulty and balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 300cm v-14 controlwire guide wire was selected and advanced along with a 5x15mm coyote balloon catheter towards the target lesion. However, it was noticed that the tip of the wire got damaged and a knot was formed. The physician tried to undo the knot by introducing the wire in the balloon but it got stuck to the balloon tip and the distal portion of the guide wire remained inside the patient. Additional intervention using a snaring device was made to retrieve the wire but was not possible. A 3.0mm x 150mm x 150cm coyote balloon catheter was then passed through another guide v-14 in order to impact the piece of the wire to the vessel wall. The balloon was inflated however, the insuflator did not keep a constant pressure at the pressure indicator. Upon angiography it was noticed that the balloon was perforated. Since the distal part of the guide wire broke, it was not removed, it was left inside the patient´s posterior tibial. The balloon and the remaining guide wire were removed as a whole afterwards. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that guide wire tip detachment, withdrawal difficulty and balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 300cm v-14 controlwire guide wire was selected and advanced along with a 5x15mm coyote balloon catheter towards the target lesion. However, it was noticed that the tip of the wire got damaged and a knot was formed. The physician tried to undo the knot by introducing the wire in the balloon but it got stuck to the balloon tip and the distal portion of the guide wire remained inside the patient. Additional intervention using a snaring device was made to retrieve the wire but was not possible. A 3.0mm x 150mm x 150cm coyote balloon catheter was then passed through another guide v-14 in order to impact the piece of the wire to the vessel wall. The balloon was inflated however, the insuflator did not keep a constant pressure at the pressure indicator. Upon angiography it was noticed that the balloon was perforated. Since the distal part of the guide wire broke, it was not removed, it was left inside the patient´s posterior tibial. The balloon and the remaining guide wire were removed as a whole afterwards. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned presented the distal tip damaged, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents: the distal tip severely damaged (kinked and peeled). Dimensional inspection: all the outer diameter (od) taken were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).